Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the user turned the switch to monitor mode for 150j using defibrillation pads. The user stated the device charged but did not provide shock to patient experiencing heart seizure ventricular fibrillation after snow shoveling. The clinicians continued manual resuscitation until ambulance staff arrived and connected their own defibrillator and provided the shock successfully. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The device was powered on into the manual mode at 09:43:28. There was an alarm for vfib/vtach at 09:44:57 and the users rotated the therapy knob in the manual mode to 150j. At 09:47:03 there was a ¿cannot analyze ECG¿ message followed by many ¿rytmin opiskelu¿ messages which translate to ¿rhythm study¿. There were no ECG strips or waveforms provided to philips for review, just the user interface steps. The customer reported ¿bad electrode connection¿ which would account for the ¿cannot analyze¿ and ¿rhythm study¿ messages. The customer reported that the ¿situation was confusing¿ since they normally only use AED mode and the clinicians were not used to manual mode. Resuscitation efforts continued and the ambulance arrived and successfully defibrillated the patient. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The device passed all performance testing. There is no evidence of malfunction of the device. The users were alerted to the poor quality waveform via on-screen messages and admitted that they were unfamiliar with the manual mode of therapy. The customer will provide internal education to their users to ensure good electrode connection and proper device function. The device remains with the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the user turned the switch to monitor mode for 150j using defibrillation pads. The user stated the device charged but did not provide shock. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.